Manufacturer narrative:
H10: additional related report number 3012307300-2024-13996, 3012307300-2024-14000, 3012307300-2024-14001. H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 4185849 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the package was opened, installed, and the product was found to be leaking. There was no patient involvement.